Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-18846, 1627487-2021-18847, 1627487-2021-18848, 1627487-2021-18849. It was reported the patient was experiencing ineffective therapy and pain at the ipg site. As a result, the patient underwent surgical intervention during which the system was explanted. The patient's pain was resolved post-operatively.

Manufacturer narrative:
Date of event is estimated.